Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific, but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Final analysis concluded that the outer insulation, inner insulation, wire cladding, and wire core were all consistent with the specified materials for this lead model. All three of the coil wires were fractured at 195 mm. A kink and a hole were observed in the outer insulation at the fracture site. The hole appears to have been caused by melting of the insulation, possibly due to electro-cautery damage. A suture tie-down site was observed just distal to the fracture at 206 mm. Each of the fractured wires showed evidence of fatigue along with some overload. The wire cladding was missing from the distal side wires near the fractures, likely from electrolytic dissolution of the material. This information completes the analysis of this lead. No further information is expected at this time.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead was removed from service, due to fracture. This lv lead had been programmed off shortly after the last generator change had occurred, due to loss of capture. The physician confirmed that the patient was not pacemaker dependent and that there had been no pacemaker inhibition. The fracture was visibly evident upon freeing up the leads in the device pocket during the procedure.